Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the ins was implanted in a ¿bad spot¿ and needed to be moved 5 years later. It was noted that there was no problem with the implant and the implant lasted 9 years. No further complications were reported/anticipated.